Event description:
It was reported that during final tightening of a blocker, the xia serrato polyaxial screw tulip disengaged intra-operatively. The procedure was successfully completed without surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Corrected data: g.1. Manufacturing site for devices has been corrected from 'stryker spine france' to 'stryker spine switzerland'.

Manufacturer narrative:
Visual inspection: the threading of the tulip was found to be deformed, indicative of blocker misalignment or cross threading. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per serrato surgical technique: blocker positioning serrato uses the xia buttress thread blocker closure mechanism. Assemble the blocker to the universal tightener for insertion. Use the anti-torque key and the torque wrench or audible torque wrench to final tighten the blockers. The anti-torque key must be used for final tightening. The anti-torque key performs two key functions: allows the torque wrench to align with the tightening axis. Helps to maximize the torque needed to lock the implant assembly. Place the anti-torque key over the screw head. Place the torque wrench or audible torque wrench through the anti-torque key into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. If using the audible torque wrench, the blocker is completely tightened to 12nm when the audible torque wrench clicks once. Based on the returned implants, the most likely cause is misalignment or cross threading of the blocker.

Event description:
It was reported that during final tightening of a blocker, the xia serrato polyaxial screw tulip disengaged intra-operatively. The procedure was successfully completed without surgical delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that during final tightening of a blocker, the xia serrato polyaxial screw tulip disengaged intra-operatively. The procedure was successfully completed without surgical delay. No adverse consequences or medical intervention were reported.